Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient passed away. A representative from insulet reported that at about 9:30 pm on (B)(6) 2024, a 33-year-old patient was riding her motorcycle and collided with the safety railing, causing her to fall to the roadway. The impact caused catastrophic injuries, and although medical treatment was swift, the patient¿s injuries were not survivable. The reporter stated that the patient had suffered from a hypoglycemic event which caused her to appear to other motorists as under the influence of alcohol. She was ultimately observed to slump, and then fell from her bike as it collided with the safety wall. The patient had reportedly been using an omnipod device along with the dexcom g6 to manage her glucose levels. She had an apple iphone which was receiving data and recording alerts. The patient¿s specialist and diabetes manager reviewed the patient¿s glooko reports and believe that the patient had eaten and recorded her meal at about 8:00 pm that night, as indicated by a recorded insulin dose (bolus). Then, at about 9:19 pm, the patient left her apartment on her motorcycle. Her glucose level upon her departure was said to be 3.9 mmol/l, after which it steeply declined. This decline reportedly continued until 9:30 pm when the patient collided with the safety barrier. Although no specific cgm or pump issue was reported at the time of the incident and no blood glucose measurement was provided, the patient¿s father has reportedly raised potential issues with regard to the patient¿s devices as they relate to recalls in the u.s. And a class action lawsuit. The reporter stated that it is unknown if these devices have failed to administer the correct dosage, failed to notify her of the change in her glucose levels, or if they fall within the scope of the u.s. Class action relating to the software or models she was using. No additional details were provided. A review of performance data shows that the patient's always sound feature was disabled at the time of the incident and her low alert was set to 70 mg/dl. The falling fast alert was also enabled and was set to notify the patient when her estimated glucose values are falling 3 mg/dl or more per minute. The urgent low alert is fixed at 55 mg/dl. The urgent low soon alert will notify patients when their estimated glucose values reaches 55 mg/dl within 20 minutes. Data investigation shows that the patient started her last session on (B)(6) 2024. The session expired ten days later, as intended, on (B)(6) 2024. The patient experienced almost no interruptions in her readings for the duration of this session; there was no sensor error, and very minimal signal loss. The patient¿s readings did fluctuate frequently, exceeding both the high and low alert thresholds several times throughout the session, but did not remain beyond either threshold for extended periods of time. The last alert that the patient acknowledged during this sensor session was a sensor expiration alert at 12:06 am on the date of incident, (B)(6) 2024. On the afternoon of (B)(6) 2024, the patient¿s estimated glucose values started steadily declining and then saw a sharp decline at about 9:00 pm that night. The patient¿s egvs exceeded the user low alert threshold at 9:25 pm with an egv of 64 mg/dl and the app delivered two alerts ¿ an urgent low soon alert at partial volume (65%), and a visual falling fast alert. At 9:30 pm, the patient¿s egvs exceeded the urgent low alert threshold and the app delivered an urgent low alert at partial volume (65%) with an egv of 52 mg/dl. At 9:35 pm, the app delivered two alerts with an egv of low (less than 40 mg/dl) ¿ an urgent low alert at partial volume (65%), and a visual falling fast alert. At 9:40 pm, the app delivered its final alert before the sensor session expired ¿ an urgent low alert at partial volume (65%) with a reading of 41 mg/dl. The reported complaint is undetermined. Data investigation shows the system performed as intended and delivered all audible and visual alerts in accordance with app specifications around the time of the incident on the night of (B)(6) 2024. The probable cause of the reported event could not be determined. No additional patient or event information is available.